Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 562 mg/dl and 172 mg/dl on the aviva system. Reporter did not indicate if pt's therapy was modified based on the value obtained on the aviva system. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the MFR for eval.

Manufacturer narrative:
The event occurred in another country.